Manufacturer narrative:
(B)(4). Unit received with the battery cap stuck and broken off in the battery compartment. Unit also had corroded battery tube. Unable to perform the displacement test due to the battery cap stuck and broken off in the battery compartment. The test p-cap and reservoir does lock in place in the reservoir compartment.

Event description:
Information received by medtronic indicated that the battery cap was damaged. They can't screw out the battery cap from the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.